Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2012 and suture was used. While suturing the dermis, the suture broke at the knot. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): two returned used segments of suture were microscopically evaluated. The first segment was a needled 10cm segment with an end that appeared mostly cut, suggesting it may have been nicked by a sharp-bladed instrument, such as a scalpal. The other segment was 40cm long with one end cut and one end that appeared mostly cut, corresponding to the end of the 10cm needled segment. The amount of force required to separate the suture after it was cut by instrumentataion could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.